Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, the reported image quality issue could not be reproduced. The scanner was evaluated with the model 550 phantom (t11900271) and the image was found to be normal for a sr 8 scanner with the 32 mm probe. No other issues with the equipment were identified. Manufacturing records were also reviewed and there were no manufacturing events identified that could have contributed to the reported issue. The sr8 was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Bard (B)(4) has reported that end users are intermittently unable to see a clear image with the sr 8 system. Users feel that the issue could be potential crystal damage in the probe. They are reporting to see a an intermittent vertical line in the image while trying to scan for vessels. Issue is causing users to be unable to view vessels clearly with every procedure.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Bard (B)(6) has reported that end users are intermittently unable to see a clear image with the sr 8 system. Users feel that the issue could be potential crystal damage in the probe. They are reporting to see a an intermittent vertical line in the image while trying to scan for vessels. Issue is causing users to be unable to view vessels clearly with every procedure.